Manufacturer narrative:
(B)(4). Date of event is entered as (B)(6) 2017 as the procedures occurred between (B)(6) 2017 and (B)(6) 2018. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported event could not be determined. The reported patient effects of hematoma, occlusion and pseudoaneurysm are a known inherent risk of the procedure and the treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Article; economical cost of percutaneous vascular closure with proglide and prostar xl following transcatheter aortic valve replacement. (Catheter cardiovasc interv. 2018;1-2) -(B)(4).

Event description:
It was reported through an article identifying proglide devices that may be related to the following: when using proglide typically two devices with an additional angioseal. 14 - small hematomas, 6 - large hematomas, 3 - pseudoaneurysms, 1 - arterial occlusion. Surgical bailout intervention was needed because of an arterial occlusion caused by a misplaced covered stent. Details are listed in the attached article titled "economical cost of percutaneous vascular closure with proglide and prostar xl following transcatheter aortic valve replacement".